Event description:
It was reported that the lead exhibited high capture threshold and low sensing. The lead was imaged and noted to be dislodged. The lead was laser extracted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.